Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the solenoid at the station had overheated on the drawer, and a fault was also identified in the full height darwer module board and the retractor band. The field service engineer addressed the issue by replacing the solenoid, full height darwer board, and retractor band. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed machine with smell of hot plastic. During device inspection, a field service engineer found overheated brownish yellow solenoid with fused plunger and confirmed the device was disconnected. There were no adverse events or injuries reported based on this event.